Event description:
During heart catheterization, upon putting the sheath into the diaphragm of the sheath introducer, it seemed that there was not a good fit. Blood was squirting out of the diaphragm of the sheath. There was nothing to do but get a new one (from the same lot #)and it worked just fine.